Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. One partially applied 5 days post-transfer (dpt) device loading unit (dlu) with disrupted timing and a tack protruding was received. Scratches were noted on the inner tube of the dlu. The instrument cycled properly with no reload. A test 5dpt dlu was loaded onto the instrument. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single-use loading unit (sulu), indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, the first cartridge was loaded without incident. The device made a strange noise during firing. Among 29 tacks from the attached cartridge and 25 tacks from the additional reload had been fired, about 15 tacks were misfired. The handle was replaced with new one and the new one worked fine. A part of the device fell into the patient's cavity and was retrieved. There was no patient injury.